Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the shaft break and stent dislodged. The patient was diagnosed with stage IV peripheral arterial occlusive disease (paod) on the left side. Following fluoroscopic guidance, a precise right inguinal puncture was performed at the level of the femoral head. Based on angiography findings, the distal anterior tibial artery (ata) occlusion is identified as the most appropriate target for intervention. Recanalization is performed using a non-boston scientific (non-bsc) catheter and a non-bsc wire, followed by selective digital subtraction angiography (dsa) at the foot to confirm correct wire placement. To reestablish blood flow, multiple percutaneous transluminal angioplasties (ptas) were carried out. Each balloon achieved full expansion, resulting in significant lumen gain and smooth procedural execution, with no complications observed in balloon or wire manipulation. Despite successful initial angioplasty, significant recoil in the distal anterior tibial artery (ata) led to complete reocclusion, necessitating stent implantation. A 2.5 x 38 mm promus premier select drug-eluting stent (des) was introduced and advanced to the ata entrance. However, progress beyond this point was obstructed, likely due to localized calcifications. Given this limitation, the decision was made to remove the stent. The retrieval process initially proceeded smoothly, following standard protocol. However, during withdrawal, unexpected resistance loss occurred. Upon inspection, the distal third of the stent catheter was found detached, while the proximal two-thirds remained inside the patient. At this point, only the non-bsc wire emerged from the sheath, with no sign of the stent catheter. Fluoroscopy reveals the des lying unopened at the transition between the third segment of the popliteal artery and the proximal anterior tibial artery (ata). It appears to have been dislodged by the stent catheter, which extends from the distal superficial femoral artery (afs) to the sheath. However, the exact termination point of the broken stent catheter within the sheath remains uncertain. To facilitate retrieval, a steel clamp is placed at skin level on the sheath, which is then slowly withdrawn. The clamp is repositioned multiple times to maintain control. Eventually, the entire sheath is removed, but the stent catheter is neither visible nor secured within it. Only the non-bsc wire emerges from the sheath, with no sign of the stent catheter. Reinsertion of the sheath was unsuccessful due to deformation from a steel clamp, leading to complete removal of both sheath and wire. Fluoroscopy revealed the unopened des and detached catheter segments lodged in separate from the stent catheter, which extends from the distal afs to the right common iliac artery (aic). After 25 minutes of manual compression at the puncture site, there was no further bleeding or hematoma, the dv appendix remained unchanged, and the patient remained asymptomatic, hemodynamically stable, and free of any signs of limb ischemia. The detached components were secured, and the patient was transferred to the cardiac procedure unit for monitoring under full-dose heparin therapy.

Event description:
It was reported that the shaft break and stent dislodged. The patient was diagnosed with stage IV peripheral arterial occlusive disease (paod) on the left side. Following fluoroscopic guidance, a precise right inguinal puncture was performed at the level of the femoral head. Based on angiography findings, the distal anterior tibial artery (ata) occlusion is identified as the most appropriate target for intervention. Recanalization is performed using a non-boston scientific (non-bsc) catheter and a non-bsc wire, followed by selective digital subtraction angiography (dsa) at the foot to confirm correct wire placement. To reestablish blood flow, multiple percutaneous transluminal angioplasties (ptas) were carried out. Each balloon achieved full expansion, resulting in significant lumen gain and smooth procedural execution, with no complications observed in balloon or wire manipulation. Despite successful initial angioplasty, significant recoil in the distal anterior tibial artery (ata) led to complete reocclusion, necessitating stent implantation. A 2.5 x 38 mm promus premier select drug-eluting stent (des) was introduced and advanced to the ata entrance. However, progress beyond this point was obstructed, likely due to localized calcifications. Given this limitation, the decision was made to remove the stent. The retrieval process initially proceeded smoothly, following standard protocol. However, during withdrawal, unexpected resistance loss occurred. Upon inspection, the distal third of the stent catheter was found detached, while the proximal two-thirds remained inside the patient. At this point, only the non-bsc wire emerged from the sheath, with no sign of the stent catheter. Fluoroscopy reveals the des lying unopened at the transition between the third segment of the popliteal artery and the proximal anterior tibial artery (ata). It appears to have been dislodged by the stent catheter, which extends from the distal superficial femoral artery (afs) to the sheath. However, the exact termination point of the broken stent catheter within the sheath remains uncertain. To facilitate retrieval, a steel clamp is placed at skin level on the sheath, which is then slowly withdrawn. The clamp is repositioned multiple times to maintain control. Eventually, the entire sheath is removed, but the stent catheter is neither visible nor secured within it. Only the non-bsc wire emerges from the sheath, with no sign of the stent catheter. Reinsertion of the sheath was unsuccessful due to deformation from a steel clamp, leading to complete removal of both sheath and wire. Fluoroscopy revealed the unopened des and detached catheter segments lodged in separate from the stent catheter, which extends from the distal afs to the right common iliac artery (aic). After 25 minutes of manual compression at the puncture site, there was no further bleeding or hematoma, the dv appendix remained unchanged, and the patient remained asymptomatic, hemodynamically stable, and free of any signs of limb ischemia. The detached components were secured, and the patient was transferred to the cardiac procedure unit for monitoring under full-dose heparin therapy.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: promus premier select stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified that the hypotube was broken. The break was located at 62.7cm from strain relief. A microscopic examination of the break site identified evidence of a severe kink that had occurred in the hypotube, which resulted in the break. The distal section of the hypotube break, including the distal extrusion, balloon, crimped stent and tip section was not returned for analysis. Further analysis of the returned section of hypotube identified along multiple kins along this section of hypotube. Inspection of the remainder of the device, revealed no other damage or irregularities.